Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the patient's infusion device displayed e4 (occlusion error) multiple times. The patient experienced elevated blood glucose levels from 16-20 mmol/l. The patient was unsuccessful lowering her blood glucose level via the infusion device, but was successful via insulin injection. After the patient's blood glucose level returned to normal, she returned to utilizing the infusion device and her blood glucose levels became elevated again. The patient's mother alleges that the device does not properly deliver the basal insulin. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.